Manufacturer narrative:
Concomitant product: d284drg ICD, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had far field r-wave oversensing, and the p-waves were noted to be small. When the patient moved their left arm, noise was observed on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.